Manufacturer narrative:
A boston scientific technical services consultant informed the caller to consider further testing and a possible synchronized shock. The caller was a competitve representative and had no further details. The boston scientific representative associated with this account stated he had not heard anything about this patient and suspected the device had previously been replaced with a competitive system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's system consists of a competitive device and a boston scientific right ventricular (rv) lead. The system exhibited a shocking impedance measurement of 160 ohms. No adverse patient effects were reported.